Manufacturer narrative:
Results of investigation: no product was returned for evaluation; therefore, a definitive root cause could not be determined. Root cause failure: undetermined: a definitive root cause could not be determined.

Event description:
It was reported to vyaire medical that the patient suddenly had low sats while connected to avea on conventional ventilation. No permanent effects are expected for the patient.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined; however, when taking a look at the measured fio2 it was noticed 0.21 instead of 1.0. The machine was not given any error message. The avea was changed to the spare one and the patient improved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.